Event description:
Event description guidant received information that at a follow-up visit this lead was found to have an intermittent loss of capture and sensing failures, with lead impedance measurements fluctuating between <80 ohms or > 2500 ohms. The lead was surgically abandoned and replaced. The patient received a new pacemaker also, due to the physician moving the system from the left side of the chest to the right side of the chest. There were no adverse effects to the patient.